Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2017, during interrogation, the hcp found a "pump motor block", also reported as motor stall. There were no known environmental, external or patient factors that may have contributed to the issue. Diagnostics and troubleshooting that occurred was reported as pump interrogation and pump update. There were no interventions or actions taken to resolve the issue. The issue was not resolved at the time of this report. It was reported that surgical intervention did not occur and it was unknown if surgical intervention was planned. However, conflicting information on the report indicates the pump will be replaced in the future. At the time of this report the pump remained implanted and out of service. The patient's status was reported as alive - no injury.